Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use and prepped as normal. The dilator was wetted before inserting into the sheath. The faradrive was inserted into the body and into the left atrium. The farawave catheter was inserted into the faradrive. Blood was successfully aspirated and cleared from the sheath and ablation was completed. The farawave catheter was exchanged with the non-boston scientific catheter. Blood was successfully aspirated and cleared from the sheath. However, blood was bleeding backwards and out of the hemostatic valve. A post map was created and then the non-boston scientific catheter was exchanged with the farawave catheter. Blood was successfully aspirated and cleared from the sheath. However, blood was dripping back through the hemostatic valve and ablation was completed. The rest of the case continued as normal. No patient complications occurred. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.